Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the patient stated they were feeling odd. The cgm was displaying 7.3 mmol/l, compared to the bg meter reading of 3.6 mmol/l. The patient was provided with 10 grams of juice. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.